Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level and the paramedics were called on (B)(6) 2016. The paramedics did not transfer the customer to the hospital. Her blood glucose level was around 30 mg/dl after IV drip was given. The customer was non-responsive. The customer was wearing the insulin pump at the time of hospitalization. The customer was stressed out and over calculated the carbohydrates. The device was not returned.